Manufacturer narrative:
E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error b30 (scope communication error). The issue was found during set up of the device. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d8, e4, g1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.